Event description:
A 33 year old white gravida three para three female; status post bilateral subglandular inframammary gels for augmentation on 11/02/90. Pt thinks the left is samller, no history of trauma except when son kicked breast 1.5 years ago and had to have painful mammogram at that time. They are more ptotic and softer with minor local problems, except rare right green discharge which also occurred once pre-implant. Her main complaints are arthralgias (positive am stiffness) / myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, low grade fevers, recurrent bronchitis, hot flashes/sweats, headaches, transmandibular joint disease, tinnitus, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sensitivity to sun, shortness of breath/cough, chest pain, increased blood pressure, and weight gain.